Manufacturer narrative:
The technician found the latch on the siderail is not moving and is sticking open. The technician cleaned and lubricated the latch to repair the bed.

Event description:
Information received indicates the right intermediate siderail is not latching.